Event description:
A malfunction alarm occurred, specifically identified as malf 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.